Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to location of product is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04188, 0001822565 - 2018 - 04189, 0001822565 - 2018 - 04191.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: examination of the reported devices was not possible as they were not returned. Review of provided patient x-rays finds femoral head dislocation from the acetabular construct. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Radiograph review identified dislocation and ossification adjacent to the greater trochanter. Attempts have been made and additional information on the reported event is unavailable.